Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their high blood glucose levels. The customer states their levels were in the 175 mg/dl to 400 mg/dl range. The customer states they had conducted multiple site changes and raised their basal rates, but issues persist. The customer was advised replacement sites would be sent.